Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the left monitor and the flip flop handles. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 8800 system has broken flip flop handles and the left monitor flickers. There was no report of pt injury.